Event description:
The customer reported that the sys failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The customer canceled the service call. The reported problem was to be resolved by the customer. No additional svc info was provided.